Event description:
It was reported that during implant attempt the right ventricular lead had low sensing values and high impedance. The lead was repositioned and then had no sensing or signal. The physician removed the lead and there was tissue on the screw. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor and the proximal conductor was distorted. All insulators were breached cut, there was blood in/on the helix mechanism, and the lead was damaged at implant.